Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.